Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (128-fxxx) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: black box shows dates (B)(6) 2015. Black box data from date of pi has been overwritten. Current bb shows no evidence of a eaw 128-fxxx alarm or battery life issues. Alarm history shows one occurrence of a eaw 128-fc88 alarm on (B)(6) 2014. Pump powers with returned battery cap. Battery cap is able to fully tighten. The battery compartment intact. The current draws are within specifications. A "eaw 128-fxxx or battery life" issue was not duplicated during investigation. There was no evidence of moisture or loose components inside pump.